Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 38 mg/dl, which she treated for. Blood glucose level at the time of the call was 186 mg/dl. Later in the call, customer's blood glucose level had come down to 142 mg/dl. The customer stated that she would contact her doctor for additional assistance. The insulin pump was not replaced or returned for analysis.